Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, the rv lead integrity alert (lia) and, oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning (B)(6) 2016, ventricular sic up to 293; ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2016, rv pacing impedance rose to 4047 ohms up from a trend in the 551-855 ohm range. Rv lia occurred on (B)(6) 2016 for sic greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that patient heard noise/alert four times in a day. It was also reported that right ventricular (rv) lead impedance was noted as high, and interference was seen in ventricular tachycardia (vt)/ventricular fibrillation (vf) monitoring. Review of additional data revealed high short interval counts (sic), fast non-sustained ventricular tachycardia (vt) and suspected rv fracture. The rv remains in use, and replacement was advised. The patient reported having used the hackbut/firearm, supported by the shoulder in the side of the battery while using the gun. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.